Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer was also suffering from pneumonia and kidney failure. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer changed the infusion set three or four times prior to the event. At the time of the report, the insulin pump alarmed battery out limit. The customer stated that the battery cap was worn, so she was sent a new one. Nothing further was reported.